Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal fusion. Pre-op diagnosis of patient was idiopathic scoliosis. It was reported that, post-operatively patient went for 90days follow up and was told by surgeon that on x-ray, the left rod has shifted so that the end of the rod is now in line with the lowest screw instead of below as it was present at the 6 week check in. Patient was scheduled for revision surgery next week. Additional information received stating the levels treated were t3-l3 posterior instrumented spinal fusion secondary to progressive adolescent idiopathic scoliosis. Upon reviewing patient's x-ray, it demonstrates that the rods that had been placed spanning the t3 to l3 level have essentially slipped out of the connectors which connect the rods to the screws at the l3 level. Patient had loss of focal lordosis at this level and developed into a focal kyphosis due to the rods have essentially lost their connection to the screws at the l3 level. The rod has clearly slipped up on the side-to-side connectors and almost out of the side-to-side connectors, though the right-sided rod does remain somewhat captured. The result of this is that focal kyphosis has developed across the l2-l3 segment. Revision surgery was performed on (B)(6) 2026 to explant the product. Additional information received stating the connectors were loosened. The levels implanted were t3-l3 during the procedure posterior spine fusion. Revision surgery was performed and replaced the failing connectors with modulex screws and connectors. There was no malfunction associated with the rods implanted. No further complications reported regarding the event.